Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the circumfex artery. A 185cm j tip pt²¿ guide wire was used to cross the lesion during a percutaneous coronary intervention with drug-eluting stent implantation. At the end of the procedure, the physician removed the device from the patient. However, under fluoroscopy, it was noticed that a small guide wire fragment approximately one centimeter in length remained in the artery. The patient had no symptoms nor adverse complications from the retained fragment. The case was being successful and the patient was taken off the table. Subsequently, the physician brought the patient back to the catheter laboratory non-emergently. The physician placed another stent in the distal vessel to trap the wire fragment in the vessel wall. The second procedure was completed successfully. No further patient complications were reported.